Event description:
It was reported that post-sensed t-wave oversensing was observed. The patient received atp therapy and had been feeling fatigued recently. Physician suspected electrolyte imbalance. Reprogramming was performed. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.